Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller reloaded the same cartridge and resumed insulin therapy.